Manufacturer narrative:
The device was explanted but not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient acquired an infection at the incision sites. The patient was given oral and IV antibiotics. Subsequently, the device was explanted. The patient also had a potential allergic reaction, but the physician did not determine the source. Nevro had attempted to obtain additional information regarding the nature of the infection but was unsuccessful. There have been no reports of further complications regarding this event.